Event description:
The clinic reported insufficient weight removal. There was no patient injury or medical intervention. The gambro technical services (gts) rep replaced a non-functional ultrafiltration (uf) pump thermal fuse.